Manufacturer narrative:
The reported event of extreme difficulty removing the ventricular lead from the header was confirmed. Analysis revealed this device has the original scalable brady pacemaker (sbp) header design, which is known to have lead insertion and removal difficulties. This caused leads to become stuck in the header. This shows the high abnormal force needed to remove leads from the connectors of the original sbp header design.

Event description:
During a normal battery device replacement, it was difficult to remove the right ventricular (rv) lead from the header of the device. The device was then explanted and replaced to resolve the event. The patient is stable.